Manufacturer narrative:
(B)(4).

Event description:
Customer reported 840 ventilator with touchscreen errors. Malfunction did not occur during patient use. Covidien customer service engineer (cse) verified the reported malfunction. The cse replaced the touchframe, which resolved the reported issue. Device passed all self-testing.